Event description:
In a distal pancreatectomy and splenectomy procedure, after a ralc30v stapler had been closed on tissue via an idrivec, the anvil of the device could not be opened. Pressing the open or fire buttons on the idrive yielded no response. The procedure was subsequently completed by use of another idrivec and vascular. The patient was in good condition at the end of the procedure.

Manufacturer narrative:
The returned idrivec was intact, except for the fact that the distal cap screw was elongated, resulting in the distal assembly being loosely attached to the outer tube. This defect is not related to the reported issue. The root cause of the reported issue could not be determined, as functional testing of the device yielded no abnormalities.